Event description:
The patient reported that the keypad buttons have been sticking and intermittently unresponsive for the past few weeks. She noted that the buttons feel flat. The patient stated that she wears the pump in a pump skin outside of clothing and does not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the up, down, and ok button contacts were inverted.